Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed no issues were found, the device appears to be in good conditions. Media provided by the customer was inspection and showed the device partially visible but did not show evidence of the reported issue. E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in a severely tortuous and mildly calcified left anterior descending (lad) artery with 22 mm in length and 3.5 mm in vascular diameter. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter was identified and flushed with normal saline. However, upon insertion into the vessel lumen, the catheter became twisted and kinked. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in a severely tortuous and mildly calcified left anterior descending (lad) artery with 22 mm in length and 3.5 mm in vascular diameter. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter was identified and flushed with normal saline. However, upon insertion into the vessel lumen, the catheter became twisted and kinked. The procedure was completed with another of the same device. The patient condition following the procedure was stable.